Manufacturer narrative:
The patient received a replacement unit. A return of the device has been initiated. Once the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
According to the patient, her device quit on her while driving and couldn't breathe. So she drove herself to the hospital to avoid a $350 co-pay ambulance bill. She is on oxygen 24/7. She was admitted for 5 days. She only has 30% of her lungs. The hospital gave her breathing treatment, supplemental oxygen and antibiotics.